Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was having difficulty charging the ipg and experiencing discomfort at the ipg site due to device migration. The patient underwent a revision procedure wherein the ipg was repositioned at the same location after making the pocket slightly deeper. The patient was doing well postoperatively.